Event description:
Customer reported the insulin pump losing data after every data change, and that there had been occasional motor error alarms from the device during insulin prime. There was no significant event reported as leading up to the motor error alarm. Customer was able to complete the rewind sequence. The customer was advised to discontinue use of the device, to return it for analysis and a replacement and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.